Event description:
It was reported that during the initial implant procedure, the left ventricular (lv) lead was unable to be securely affixed. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating dislodgement of the left ventricular lead occurred when slitting the catheter during implantation.